Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is having issues with the display on their insulin pump. It was reported that the insulin pump is showing a blank display. The customer's blood glucose is unknown. It was reported that the customer states the pump got wet during a rainy day, but it was not submerged under water. Troubleshooting was conducted. The customer was advised to discontinue use of the pump, and that it would need to be returned for analysis and replaced.